Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 100 mg/dl. The customer stated that the device may have been exposed to a little bit of moisture while he was by the ocean but nothing substantial was observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.